Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted concurrently with cystourethroscopy, percutaneous suprapubic cystostomy, graft (partial excision) and midureteral urethroplasty.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that the patient underwent partial excision of mesh on (B)(6) 2007 due to erosion. It was reported that the patient underwent pubovaginal sling with autologous rectus fascia and harvest autologous fascia procedures on (B)(6) 2011 due to continued sui. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). No additional information was provided.

Manufacturer narrative:
.